Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported fluctuating loudness with his cochlear implant system. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function. The patient presented at the clinic the next month again reporting fluctuating loudness with his cochlear implant system. The sound processor was reprogrammed and patient was reportedly hearing fine. The following month, the patient reported static noise with his cochlear implant system and his external equipment was exchanged. Six months later, the patient reported overly loud sounds with his cochlear implant system. The patient's device was explanted the next month and a new device was reimplanted during the same surgery.